Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information an evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak is confirmed and the additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonably evidence to suggest a rupture occurred that was not included in the event as reported. The rupture was discovered during a review of the undated CT scan provided. Additionally, there was a non endologix stent present in the proximal neck which is off- label due to IFU concomitant product use condition. The most likely causation for this event is user related due to the concomitant product use of non-endologix stents. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device remains implanted.

Event description:
It was reported that a patient was initially implanted with the ovation abdominal stent graft system (iteration in unknown) to treat an abdominal aortic aneurysm (aaa) in belgium on an unknown date. A type 1a endoleak was reported and reportedly patient was treated with two (2) non endologix covered stents. The final patient status remains unknown. A clinical assessment of the medical records/ images provided determined that there was evidence to reasonably suggest a rupture occurred that was not included in the event as reported. Also there was a non endologix stent present in the proximal neck of the aorta. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with ovation system per the IFU. As the exact date of incident is unknown, the best estimate was used, which is the manufacturer awareness date to this event.